Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer was given a shot to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller believes the pump is not working. The caller reported non responsive pump buttons. Troubleshooting was not completed. The customer had a second low of 32 mg/dl. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.